Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 7 years, 5 months due to unknown reasons. No other information was provided.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the explant procedure was due to thrombus present on the aortic surface of all 3 valve leaflets and aortic aneurysm. The patient successfully underwent a repeat sternotomy, aortic root replacement with hemiarch repair, and tricuspid valve repair. A 25mm valve was successfully implanted. The patient was discharged on post-operative day five. Per the product evaluation, host tissue restricted leaflet mobility and led to stenosis. Thrombotic like material was observed on the outflow aspect of all three leaflets.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated wireform intact and commissure 1 bent. Calcification nodules were observed near all three leaflets, however appeared to be located on the host tissue. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Host tissue restricted leaflet mobility and led to stenosis. Thrombotic like material was observed on the outflow aspect of all three leaflets. A fragment of what appeared to be thrombotic material was returned with the valve. The free margin of all three leaflets was observed to be thickened and swollen near the commissures. The sewing ring was cut near commissure 2 and leaflet 3. Per the product evaluation, host tissue restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the host tissue remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.